Manufacturer narrative:
This product is available for analysis; however, it has not be received for analysis. Additional information will be provided within 30 days of receipt.

Event description:
The balloon of the dura star burst at 18atm. The physician was performing a percutaneous transluminal coronary angioplasty (ptca) to the right coronary artery (rca). The lesion was calcified. The lesion was greater than 20mm. Patient demographics are unknown. The product was properly inspected before usage. There were no problems noted. The product was prepped accordingly. An indeflator was used. The balloon catheter was never in an acute bend. There was no difficulty experienced while advancing the device through the vessel to the lesion. The concentration of contrast to heparin saline used is unknown. There were no leaks observed. The type of burst is unknown. There was no separation, dissection, of inflation difficulty experienced. The balloon was retrieved as normal. The procedure was successfully completed by post dilatation with another nc voyager. There was no patient injury. There were no other secondary issue or failures noted with the device. There is no additional information concerning the patient, vessel, lesion, or procedure information.